Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and during power-on test, the c-33 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to staring a da vinci-assisted radical cystectomy with neobladder surgical procedure, the customer called an isi technical support engineer (tse) and reported a recurrent error c-33 on the generator. The integrated electro surgical unit (iesu) has been restarted 3 times already, stated the caller. Tse reviewed logs and confirmed the error c-33 faced. Tse explained that the generator was faulty and the impact could be intermittent energy or no energy at all. In addition, reporter stated that now error c-00 occurred. Tse asked if site has a forcetriad generator: no, stated the caller. They have a vio device, stated the caller. Tse reminded that only the forcetriad generator is validated by isi. Upon request, tse answered that the in-house column was not compatible. Tse asked to inform the surgeon about the iesu impact and workaround possible. The reporter stated that would use the system as it is. Tse call back the reporter to inform that if the c-33 became permanent during monopolar use: tse informed that the curve delivery can be change between: soft, classic and forced. Tse informed that would affect the energy curve delivery: caller acknowledged. The procedure was completing as planned with no reported injury.